Manufacturer narrative:
This lead will be returned for analysis. Upon additional information this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the shock channel thus the lead was explanted, replaced and will be returned. It was also noted that high pacing thresholds were seen compared to the implant. No additional adverse patient effects were reported.